Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received. This report is being submitted to correct the initial previously submitted report on (B)(4) 2011. This closes out this report unless other additional significant information is received.

Event description:
Consumer reports that upon opening the box of tampons, they were not wrapped in plastic, and there were not strings attached to the tampons. Initial submitted report is being re-submitted to correct the j&j awareness date. The awareness date was updated from (B)(6) 2011. The report remains a reportable malfunction case.

Manufacturer narrative:
Date of this submission is july 13, 2011. This closes out this report unless add'l significant info is received.

Event description:
Consumer reports that upon opening the box of tampons, they were not wrapped in plastic, and there were not strings attached to the tampons.